Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device and lead did not defibrillate the patient and had to be rescued externally. The decision was made to explant and replace the lead. The procedure was completed without incident, and dft testing was repeated and was successful. The only issue with the rv lead was that the physician felt it needed to be repositioned to a different location. There were no issues with the device. The patient tolerated the procedure fine with no symptoms.